Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the patient stated that pumping the device was difficult. The patient also expressed that the pump deflated after inflation was achieved. The surgeon first made an incision to expose the pump. The physician then inflated the device without any difficulty. The physician expressed that the device worked perfectly. Despite this confirmation, the physician explanted and replaced the existing pump component. No complications were reported during the procedure. The explanted pump is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.